Event description:
The manufacturer received information from the patient's family alleging the patient experienced a ventilator inoperative alarm while using a trilogy evo device. They stated that the device is used at night for a tracheostomy patient and the alarm occurred when the device was temporarily disconnected and then reconnected. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed when turning on the power during an operational check of the device. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed on the device's error log. The manufacturer's service technician further evaluated and determined that the device detected a drift of the flow sensor under some effect after power off, resulting in the issue occurring on the device. In conclusion, the device's flow sensor was replaced as a preventative measure to address the issue. The root cause is confirmed at this time.